Manufacturer narrative:
Block b3: exact date unknown, event occurred the last few months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent implantable pulse generator (ipg) replacement procedure.